Event description:
The pt reported he could not get the insulin infusion set to prime after changing the insulin cartridge. He stated he had been using the infusion set for 2 days. The pt stated he primes while connected to his infusion headset. The pt was strongly advised to disconnect while priming and instructed to disconnect and run a bolus to see if insulin comes out of the tubing. He stated he saw some insulin. He was then instructed to look at the infusion set tubing and he discovered some leakage of insulin at the luer lock. The pt was instructed to change the adapter, piston rod, cartridge and tubing and the device primed without error. The pt did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
.